Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, unable to obtain capture threshold issue was observed on the right ventricular (rv) lead when it was placed in the bundle of his. The lead was not implanted and was replaced. The patient's condition was stable.